Event description:
The covidien representative in italy received a report that the customer stated "the cannula of the tracheostomy tube does not fit precisely with the inner tube and with the red cap." "There were no injuries to the patient, but there was discomfort during normal daily activities." "Since water seeps through, the cannula was changed with new one."

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.